Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician struggled with positioning the leadless pacemaker (lp) in the right ventricle due to the patient¿s small heart and it also could not be taken to the lower septum. It was decided to place the lp in the high septum however, after the device was released, an increase in threshold value was observed. The anatomy of the right ventricle made it difficult to maintain coaxial coax in the lao in tether mode, and the catheter sprang when released. It was noted that the snare could not be completely closed because the tethers were broken. The lp was removed and a different device was implanted. The patient was in stable condition.